Manufacturer narrative:
There have been no reports of injury due to this component failure. The headrest component which failed was returned. Its condition prohibited us from performing load testing. A sample part was tested and we were unable to duplicate the failure. The sample part was able to withstand load testing to 400 lbs. The returned part has been sent to lab for a chemical analysis.

Event description:
The facility had a handicapped pt lean on the headrest to get up, and the pivot of the headrest broke and the man almost fell on the floor. They tried to help him, but was not fast enough to stop him from leaning on the headrest.